Event description:
It was reported that: "(B)(6) 2024, patient with acute myocardial infarction placed balloon catheter, 30 minutes of work after placement, unable to fully fill the balloon catheter, the anterior end of 2-3 centimeters cannot be flushed, replace the second catheter, still unable to fully fill the balloon catheter, manually flushed the second set of counter pulsation catheter. Another device was inserted in the same access site, there was no reported patient harm." Associated complaints 3010532612-2024-00930 and 3010532612-2024-00934.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6) returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Returned with the sample was the supplied kit components including 40cc inflation driveline tubing, 60cc luer slip syringe and short arterial pressure tubing; no damage or abnormalities were noted to the returned components. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The customer videos were reviewed. The video shows the fluoroscopic image of the patient and the iabc and the other video shows the user inflating the iabc outside the patient body. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bi-furcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was con ducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "unable to fully fill the balloon catheter" is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. An external leak can cause incomplete inflation. The iabc bladder was fully intact with no damage or abnormalities were noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous nonconformance, and this device was manufactured prior to the release of those corrections.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on "(B)(6) 2024, patient with acute myocardial infarction placed balloon catheter, 30 minutes of work after placement, unable to fully fill the balloon catheter, the anterior end of 2-3 centimeters cannot be flushed, replace the second catheter, still unable to fully fill the balloon catheter, manually flushed the second set of counter pulsation catheter. Another device was inserted in the same access site, there was no reported patient harm." Associated complaints 3010532612-2024-00934.